Event description:
Account reports one incident in which the sleeve stopper separated during removal of a secondary piggyback needle. Rptr added that five insertions had been made into the injection site before separation occurred. Rptr stated there was no pt compromise.